Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the cause of the patient being unable to sync and experiencing a sudden return of symptoms was due to normal battery depletion. It had no power and was not functioning. The rep indicated that the patient had an appointment scheduled for (B)(6) 2018 in order to be accepted into the clinic's program and get a replacement. The issue was not resolved at this time. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported seeing poor communication with and without antenna. Last night the programmer was not syncing. Troubleshooting was attempted but the issue did not resolve. As of yesterday, the consumer had a return of symptoms, peed pants. About a month, the consumer had issues with back, positional pain, left of implant site. The consumer was referred to her physician; however, it was determined the consumer had no managing physician there were no further complications reported and/or anticipated.